Event description:
It was reported that during a da vinci assisted low anterior resection surgical procedure, the permanent cautery hook (pch) instrument was found to be malfunctioning, and the cauterization function was not working. A defect in the coagulation cable was found during a closer inspection, and the insulation was broken. The procedure was completed with no patient harm, adverse outcome, or injury. Per subsequent follow-up, the customer confirmed the instrument did not coagulate at all. No arcing or thermal damage was observed. The instrument did not smoke or spark. The procedure was completed using a backup instrument with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint "insulation was broken." Failure analysis found the primary failure of damaged insulation of the conductor wire to be related to the customer reported complaint. The instrument was found to have damage of the conductor wire's insulation. The conductor wire was exposed within the insulation. A piece measuring approximately 0.012" x 0.103" was missing from the insulation. The instrument passed the electrical continuity test. No thermal damage was observed. The root cause of this failure is attributed to component failure. Additional observations not reported by site: the instrument was found with mechanical indentations on the distal idler pulley. The root cause of this failure is currently not established. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.063¿ - 0.128" in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions on the instrument main tube is typically attributed to mishandling/misuse. Further investigation was performed by failure analysis engineer with the following findings: the primary failure analysis was confirmed. When the pch instrument was placed on an in-house system, the instrument was able to deliver energy. The instrument was also microscopically examined; it was determined that the likely cause of the damaged insulation is due to friction between the conductor wire and the clevis in which it resides. The exposed conductor wire has the potential to arc energy to unwanted areas. The root cause is attributed to a component failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the pch instrument (part# 470183-14/lot# n10210308 0010) associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2021 using system (B)(4). The instrument had 5 remaining usable lives with no subsequent use recorded. No image or procedure video was provided for review. This complaint is being reported because the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.